Event description:
It was reported that the patient¿s blood glucose level rose to 511 mg/dl while the pod was worn on their abdomen for longer than 48 hours. The patient was experiencing symptoms such as not thinking correctly, difficulting speaking, and hiccups. On (B)(6) 2026, the patient went to the hospital to seek medical attention where they were diagnosed with diabetic ketoacidosis. The patient was treated with an intravenous (IV) insulin drip. The pod and sensor were removed during the hospital stay. The patient was hospitalized for 2 nights and was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.